Event description:
It was reported that episodes of oversensing with noise and undersensing were observed. Some episodes appear to show electromagnetic interference. One episode resulted in inappropriate therapy to the patient. Reprogramming was completed and detections were programmed off. In office testing was completed and no viable sensing vectors were found. It was opted to leave detections programmed off. An x-ray suggested that the lead appears to have shifted noticeably. The extravascular implantable cardioverter defibrillator (ev-ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated noise. An alysis of the device memory indicated right ventricular undersensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4, ((B)(6)); product type: 0235-ICD; implant date: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that episodes of oversensing with noise and undersensing were observed. Some episodes appear to show electromagnetic interference. One episode resulted in inappropriate therapy to the patient. Reprogramming was completed and detections were programmed off. In office testing was completed and no viable sensing vectors were found. It was opted to leave detections programmed off. An x-ray suggested that the lead appears to have shifted noticeably. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that small r-waves resulting in the oversensing caused the inappropriate therapy. Additionally, it was noted that the patient had experienced a sternal wound infection associated with a prior surgery.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.